Event description:
It was reported that a patient with a 27mm 2800tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an unknown implant duration due to unknown reason. No other details were provided.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 27mm 2800tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 16 years due to unknown reason. The procedure was performed with a 26mm 14000rsl transcatheter valve